Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an excessive char issue occurred. The physician ablated on a 4mm catheter setting on the smartablate generator though a thermocool® smart touch® sf bi-directional navigation catheter was in use. They noticed first when the temperature started increasing. The physician removed and examined the catheter and noticed char on the tip. It was then determined that the generator had been ablating for about 10 minutes on a 4mm setting, at 2ml/min irrigation rate. They switched to appropriate settings to continue the procedure. There was no negative patient impact. No catheter to return or be replaced. The caller stated they had set the generator up in the beginning to a smarttouch sf template, prior to patient arrival. They are unsure how the template changed. Additional information was received on 09-jan-2024. The physician observed the impedance rising. Removed the thermocool® smart touch® sf bi-directional navigation catheter to inspect and noticed char. The generator parameters were set to temperature control mode, 55 c, 30w. The patient was anticoagulated >300. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considers that the char was excessive and that it was a potential risk to the patient. The physician was concerned it could cause a clot and therefore, observed patient in room and then holding as well for any symptoms or signs. The duration of the ablation used was not greater than 60 seconds. Does not believe the average contact force was greater than 25 grams. The pre-ablation high setting was set as a 4mm so 2ml. Heparinized normal saline used as the irrigation fluid. The temperature cut-off value was not exceeded. The pump was not switching from ¿low¿ to ¿high¿ flow during the ablation. The setting issue was assessed as non MDR reportable. The char issue was originally also considered non-reportable, however, bwi became aware that the physician considered that the char was excessive on 09-jan-2024 and have reassessed the char issue as reportable.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 stating that it was just the wrong setting. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).